Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood were observed in the tunnel of the btt device. A visual inspection was conducted. During observation, it was detected that the btt device had suffered a rupture in the balloon, exposing the inside of the material. Based on the results of the evaluation, the reported failure "burst; balloon popped" was confirmed. The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the material.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.